Event description:
It was reported that during a parathyroid/thyroid case, the doctor experienced heat near his fingers, specifically the max switch button. The discomfort was enough to have the doctor switch to a new device. The case was completed with the second instrument. No consequence occurred to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.